Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. The pump was visual inspected and tested for reported problem. The customer's stated problem was verified. During investigation the pump was inspected and during power up the pump displayed alarm error code 10040 and 10032. The pump was unable to perform any other test. Service replaced the pump motor to correct the reported problem. The root cause of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during repaired of this smiths medical cadd prizm vip pump, the pumps exhibited error code 10032. No adverse effects were reported.